Manufacturer narrative:
(B)(4). This report was received from a consumer via the (B)(6) program ((B)(6)). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis manifested by turbid pd effluent coincident with peritoneal dialysis (pd) therapy. The cause of peritonitis was not reported. On the same day as the diagnosis of peritonitis, the patient was hospitalized for the event. Treatment was not reported. At the time of this report, the peritonitis was not resolved, the patient was not recovered, and dianeal/extraneal therapies were ongoing. No additional information is available.